Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a shorted ca board between the main batt and ground causing f600 to open and thermal damage to the board. The root cause of the shorted ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.